Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that implantable cardiac monitor was showing a false atrial flutter episode. No intervention was performed. There were no patient consequences.